Manufacturer narrative:
(B)(4) g2; foreign: spain. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 16 months post-op, patient was reporting significant and persistent pain when standing up and during first few minutes of walking. The patient also experiences a limp when walking and daily mobility is limited. No intervention has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.